Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d6a: if implanted, give date: not applicable, as there was no patient involvement. Section d6b: if explanted, give date: not applicable, as there was no patient involvement. Section e: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported upon opening a preloaded toric intraocular lens (iol) it was received with no plastic wrap. Though follow up, it was learned that only the lens itself was not wrapped in plastic to keep it sterile. It was just in the holder in the lens box. The iol is not available for evaluation. No further information was provided.

Manufacturer narrative:
Device evaluation: the suspect product was not received. Product evaluation was performed on a photograph the customer provided. The photo displayed the suspect product in the folding carton with no sterile plastic pouch. Since no product has been received no further evaluation was performed. The complaint issue "packaging issue" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The serial number shipping history for this serial number was reviewed and confirms that the serial number product was shipped to a different account prior to the complaint account. The packaging procedure was reviewed and confirms that the unit pouch barcode is scanned and verified to match the production order. The components are then scanned and placed inside the folding carton prior to sealing with a tamper evidence sticker. Based on the complaint investigation results, the product was released within specifications and complaint issue cannot be confirmed to manufacturing. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.